Manufacturer narrative:
Pump was received with a pump error 3 alarm during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test or verify pump error 19, 63 due to pump error 3 alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Found multiple pump error 3 on event date 08/28/2025 07:00:08.000, 08/28/2025 18:50:38.000, 08/28/2025 19:57:32.000, 08/28/2025 19:57:52, pump error 63 on 08/28/2025 07:00:08.000, 08/28/2025 18:50:38.000, 08/28/2025 19:57:32 and pump error 19 on 08/28/2025 18:50:30.000. Pump was cut open to perform visual inspection and found moisture damage on electronic assembly, motor, force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay. Pump error 3 alarms during testing and verify pump error 3,19, 63 due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). The customer received pump error 3 (the main arm cannot communicate with the motor arm). The customer received pump error 19 (generated if a minute event is not received from the motor processor or the sw watchdog task is not running properly). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer was able to clear the error and successfully complete the fill cannula delivery test. The error table indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.